Event description:
MDR decision date: (B)(6). No serious injury allege. Malfunction alleged. Dealer states: the clips on the arms broke off. The clip is to hold the drop arm up. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9669, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's weight is in excess of the limit for this device, which is 250 lbs. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.